Event description:
Same case as MDR ID: 2134265-2015-01537. (B)(4). It was reported that no flow and vessel dissection occurred. In (B)(6) 2013, the patient presented with myocardial infarction (mi). Subsequently, coronary angiography and the index procedure were performed. The target lesion was located in the distal left anterior descending (lad) with 100% stenosis and was 25 mm long with a reference vessel diameter of 2.5 mm. The subtotal occlusion in distal lad lesion was pre-dilated with a 2.5mm x 12mm apex balloon catheter and in spite of intracoronary nitroglycerin administration, after the inflation and balloon withdrawal, there remained absence of flow. Again, the balloon was dottered to the lad a couple of times, which did not result in restoration of flow. Finally, after proper positioning of the 2.5mm x 12mm apex balloon catheter, flow restoration was achieved but a small dissection was noted. The dissection was then treated with placement of a 2.50 mm x 20 mm promus element plus stent resulting in 0% residual stenosis. Repeat coronary angiography revealed a slight step up and step down noted at the stented site. Also, residual stenosis was detected just proximal to the deployed stent which may have resulted due to plaque shift. Subsequently, an overlapping 2.5mm x 8mm mm promus element plus stent was placed across the lesion. Additional post-dilation was performed on the previously placed 2.5 mm x 20 mm promus element plus stent resulting in 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).